Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in the hospital recently for diabetic ketoacidosis and they determined that there were some motor errors on the insulin pump. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump due to alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.